Manufacturer narrative:
(B)(4) date sent to the FDA: 06/30/2016 (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The new information provided indicates that it is second time inflammation reaction occurred. Was prineo/ dermabond used in previous surgery? Was the previous event reported? Additional information was requested and the following was obtained: initial procedure date-no information. Lot number of prineo used -no information. Incision size of product application? - no information. Was the prep allowed to dry prior to prineo mesh application? - no information. Please describe how the adhesive was applied on the tape? - no information. When applying are they completely covering the edge of the mesh with prineo? - no information. Was the mesh placed over the entire length of the incision? - no information. Was the dermabond liquid adhesive placed to cover the entire length of the mesh? -no information. Did the prineo mesh extend beyond the patient incision? - no information. Was incision re-prepped before closure? If so, with what? If so, was the prep allowed to dry? - no information. Was the skin prep solution wiped off and allowed to dry before applying adhesive?- no information. Was a dressing placed over the incision? If so, what type of cover dressing used? No information date of reaction -no information (about 3 days after the procedure). What does the reaction look like? Please provide details. - the patient¿s skin turned red. How large of an area does the reaction cover? - no information. Did the skin reaction extend beyond the borders of the tape?- it occurred only mesh area. Do you have any pictures of the reaction? - no. What was done to address the reaction? - removed dermabond and mesh. What type of medication? Dose? When (date) administered? - no information. Was another method used to close the incision? No information. Was the site cultured? If so, what bacteria were identified? - information. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? - no information. Is the patient hypersensitive to pressure sensitive adhesives? -no information. Were any patch or sensitivity tests performed? -no information. Lot number involved -no information. What is the physicians opinion of the contributing factors to the reaction? - no information. What is the most current patient status? - good. Is the product or representative sample (product from the same lot number) available for evaluation? -no information. Patient pre-existing medical conditions (ie. Allergies, history of reactions) - it is second time infant spinal surgery for the patient and the inflammation reaction was occurred in past surgery. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? - wound closure.

Event description:
It was reported that the infant underwent a spinal surgical procedure on unknown date and a topical skin adhesive was used. Following the procedure, the topical skin adhesive was removed in about three days because the patient's skin turned red. The inflammation reaction occurred only in a mesh area and, currently, has been improved. It was also reported that the current patient status is good. Additional information has been requested.